Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds and the patient experienced phrenic nerve stimulation as a result. The lead was repositioned. The patient was fine after the event.